Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the digital pcb assembly for further examination, where it was determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u25.  The ic chip had corrupt memory which prevented the device from completing the boot-up cycle. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display.  The customer also advised that despite the installed battery having four (4) led's, that the device would not complete the boot-up cycle.  As a result, defibrillation would not be possible.   There was no patient use associated with the reported event.